Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. The problem of use error, re-use of single use product was confirmed, based on the rn's report. However, the root cause could not be determined as it is uncertain why the rn re-used single use product. The label review found the labeling adequate for the prevention of the use error in this complaint.

Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a homechoice (hc) that was in initial drain the previous night and the hc did not move into fill 1. The rn stated that they ended the therapy, changed the ida to 0ml, and started over with the same supplies. The tsr told the rn that it was not recommended to re-use supplies. The rn would call back with any problems or questions. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the home patient's nurse on (B)(4) 2012 and she was not aware of the re-use of supplies. She looked up notes on the computer and saw that the patient had already contacted the on call nurse about the incident. As far as she knew, the patient had been completing therapy successfully since then. There was patient involvement but no reported injury or medical intervention.